Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the connector pin was broken, patient was able to get connector pin out of ins recharger. Patient said her implant was out of battery. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID 37761 lot# (B)(4) implanted: explanted: product type recharger.if information is provided in the future, a supplemental report will be issued.